Event description:
It was reported that this implantable pacemaker was suspected to exhibited premature battery depletion (pbd). In addition, the remaining battery level has decreased to 1 year. Data was sent for engineering analysis. Analysis shows that the device was depleting prematurely. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected to exhibited premature battery depletion (pbd). In addition, the remaining battery level has decreased to 1 year. Data was sent for engineering analysis. Analysis shows that the device was depleting prematurely. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.